Manufacturer narrative:
The reported event of over-sensing was not confirmed. The device was received from the field programmed to high settings consistent with device triggering a false elective replacement indicator (eri) alert. Electrical, mechanical, sensitivity, visual, and longevity evaluations were normal with no anomalies found.

Event description:
It was reported the pacemaker exhibited far field oversensing. The pacemaker was explanted and replaced. There were no patient consequences.